Event description:
An aneurx stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The physician reported there were device migrations in the following journal article: j endovascular ther 2002; 9:748-755. While it is possible that medtronic has already captured the migration in previous MDR reporting, this info is being reported at this time, as there is no further info provided in the journal article to determine where the event took place, implanting physician, or other specific pt info. No further investigation could be conducted due to lack of info.